Event description:
Account alleged that the bed is not going into trendelenburg. No injury reported.

Manufacturer narrative:
Account found the trendelenburg linkage is bent on the patient right side from the trendelenburg bolt backed out. The account replaced the trendelenburg bracket and bolt on the patient right side to resolve the issue.